Event description:
The physician was using a linvatec aspirating ablator 90 degree in the usual and customary manner, when the small tip of the instrument came off and was seen immediately on the video screen. It was removed without incident. All the pieces were saved for evaluation and it was reported to the manufacturer.